Event description:
It was reported that the patient's accolade stem, over time, subsided and settled causing pain and length discrepancy. Today the stem was removed and a restoration modular stem with cables and 36 head was re-implanted.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.